Event description:
It was reported that during use in a right knee acl procedure, the acl guide would not clamp the acl pin sleeve. This resulted in a one hour delay in surgery while a back up device was obtained from another hospital. The procedure was completed as intended with no injury or add'l treatment required.

Manufacturer narrative:
Investigation findings: the acl guide was received for investigation and the reported problem was verified. The failure was isolated down to a broken spring. Conmed linvatec was unable to determine the cause of this failure. Conmed linvatec will continue to monitor this product for failures.